Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing dyspnea. An echogardiogram revealed pericardial effusion. A sub-xiphoid pericardial window procedure was performed on (B)(6)-2013. The patient was discharged from the hospital on (B)(6)-2013 with no complaints.